Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05179. It was reported the pt was in a car accident on (B)(6) 2012. Afterwards, the pt lost stimulation and did not recharge the ipg as recommended. It was also reported the charger and programmer can no longer communicate with the ipg. The pt will undergo surgical intervention to address the issues.